Event description:
Customer reported smartsite valve fell apart when the nurse went to access it with a syringe. No pt injury. No further pt/event info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.